Manufacturer narrative:
At the time of this report, the device catalog number, lot number, and other related information is not available. If more information becomes available king systems will review it accordingly. It is unknown whether the device manufactured by king systems (king lts-d) failed or contributed to patient death. There are multiple factors that cause evaluation to be difficult for this event: the event was reported by a hospital that the patient was transferred to. The king lts-d was used by a fire and rescue team, who did not file a complaint with king systems. King systems has contacted the fire and rescue team for details. Device was used in conjunction with a second medical device (nasal trumpet) which is not indicated in the instructions for use. It is not known if this off-label use could cause one or both devices to fail. The king lts-d was used on a patient who had collapsed in water during a triathlon. The patient's status upon device use is unknown. Patient deceased 6 days after use of the king lts-d. It appears that the device was able to establish an airway. The device cannot be evaluated as it was discarded by the user. Device specifics (e.g., size, lot number, manufacturing date) of the king lts-d are unknown.

Event description:
Per complainant: date of incident was of the october 5th. Deceased friday, october 11th at 2200. Do not have product in facility. Was inserted by (B)(6) fire & rescue. Patient doing a triathlon, finished swimming portion, collapsed, pulled him out, fire/rescue came and tried to intubate unsuccessfully... Tried to place king tube twice and got it the 2nd time... No chest rise at the hospital. Inserted nasal trumpet before king tube was inserted... Wondering if that could cause air leak.